Event description:
It was reported that the xpert stent was found flared, partially deployed when it was taken out of the package. There was no patient involvement. Another xpert stent was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system was returned for analysis, however, the stent was not returned. Without the stent, the reported premature deployment could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Estimated date of event (reported as having occurred "a couple of weeks ago"). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.